Event description:
It was reported that during the implant procedure the atrial lead was implanted and the p-wave and pacing threshold were temporarily measured. It was also noted that the pacing threshold increased and/or was high. The physician attempted to re-position the atrial lead however, the lead was tangled with the patient¿s anatomy, and was unable to be removed from the implant position. There was an attempt to insert a stylet into the lead and/or rotate the body of the lead. However, the atrial lead remained in the same position. Subsequently, the atrial lead showed improvement in pacing threshold and p-wave was 0.8. The atrial lead remained in use, and no patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).